Event description:
The customer reported that the power supply for her pump stopped working. She noticed a burning odor and the adapter melted and wires are exposed.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see a fire, sparking, smoke or any evidence thereof; but that wires are exposed on the cord at the strain relief and a small hole melted in the transformer (she is not sure if she can see underlying electronics or wires). She also indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been received. A hole burned into the transformer housing is indicative of a short circuit which caused the transformer to heat up and is a safety risk. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011.